Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed the reported product experience. Device evaluation noted that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle was not returned, but there was no needle strike mark at the posterior foot to suggest that the posterior needle had struck the posterior foot during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs (304 stainless steel, approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the device, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). A review of the product lot history record did not reveal any nonconforming material records associated with this lot. No manufacturing or quality deficiency was detected. To assure that all products perform according to specifications, they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information. The other perclose is being filed under a separate MFR number.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second perclose at was used but a cuff miss occurred as well. A non- abbott device was used to achieve hemsostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.